Event description:
Target was informed that during a procedure to correct a ruptured "acomm" aneurysm, the gdc coil stretched apart and separated. There was no impact to the pt's health from this occurrence.